Event description:
Medtronic received information that a core valve? Was implanted into a previously implanted (two years prior) st. Jude medical epic supra valve (23mm). It was reported that the st. Jude valve was stenotic. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).